Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer's blood glucose level was 600 mg/dl. Customer required assistance to administer a manual insulin to address bg level. Reportedly, the customer applied more force to the button to resolve the issue.